Manufacturer narrative:
Continuation of concomitant products: 4557m-53 lead, implanted: (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a right ventricular (rv) lead warning was triggered due to lead impedance. The lead remains in use and the clinic will continue to monitor. No patient complications have been reported as a result of this event.